Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of patient made mistake/touch contamination/did not clean the exchange area before starting pd and peritonitis coincident with dianeal pd2 ambuflex and dianeal pd4 ambuflex therapies. On an unreported date, the patient began treatment with dianeal pd2 ambuflex and dianeal pd4 ambuflex (doses, frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On an unreported date, the patient made a mistake/touch contamination/did not clean the exchange area before starting pd, further described as the mini cap fell off and personal hygiene. The event of patient made mistake/touch contamination/ did not clean the exchange area before starting pd resulted in peritonitis (event onset (B)(6) 2011). The patient was not hospitalized. Treatment was not reported. On an unreported date in (B)(6) 2011, the patient recovered from the event of peritonitis with culture positive for corynebacterium. The outcome of the event of patient made mistake/touch contamination/and did not clean the exchange area before starting pd was not reported. Dianeal therapies were ongoing. The nurse reported that the peritonitis with culture positive for corynebacterium was unrelated to dianeal therapies. The nurse did not provide an opinion of causality for the event of patient made mistake/touch contamination/did not clean the exchange area before starting pd.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis event. Sample availability is unknown at this time. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause for the reported condition of a connection issue followed by peritonitis was undetermined. A batch review was performed for the potentially associated lot number (h11e09049) and there were no deviations from standard procedure. A labeling review was performed and the labeling was found to be adequate. This issue is being investigated through CAPA.